Manufacturer narrative:
No patient sample or customer product was returned to immucor for immucor investigation. Immucor technical support used a remote electronic connection method on 26jul2018 to assess the test well image in question, which appeared as visually positive. The camera report was optimal. There were no associated errors or warnings on the event log. An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question on 27jul2018. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. (B)(4).

Event description:
On 26jul2018, a (B)(6) customer reported obtaining an unexpectedly negative antibody screen when tested on a galileo echo, when tested on (B)(6) 2018.